Manufacturer narrative:
Device not received.

Event description:
On (B)(6) 2018 a carbomedics reduced aortic heart valve, r5-027, was implanted. The valve was explanted and a carboseal valsalva aortic prosthesis, cp-027, was implanted the same day ((B)(6) 2018). No further event information is available. No further information is available regarding the event or the device.

Manufacturer narrative:
Because the device was not received and no further information could be received the root cause cannot be determined at this time. However, because the device was changed intraoperatively there is no indication that an adverse event occurred or any device malfunction occurred this appears to be a change in procedure unrelated to the device. If additional information is received the case will be re-opened for investigation.

Manufacturer narrative:
The manufacturing and material records for the carbomedics reduced size 27 aortic valve, model # r5-027, sn # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this device satisfied all material, visual, and performance standards required for a (model #r5-027) carbomedics reduced size 27 aortic valve at the time of manufacture and release. Because the device was not received and no further information could be received the root cause cannot be determined at this time. However, because the device was changed intraoperatively there is no indication that an adverse event occurred or any device malfunction occurred this appears to be a change in procedure unrelated to the device. If additional information is received the case will be re-opened for investigation. **please note this is the second submission of this follow-up report. Follow-up number changed to 2. We received the error message: error: duplicate report is found for this supplement report. This report was accidentally submitted twice through the etq system due to a resubmission to the draft phase and a change to the manufacturer narrative. This is the correct follow-up report containing the updated narrative.